Manufacturer narrative:
Product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Plastic particle coming from the handpiece into the eye. No patient impact.